Event description:
Procedure type: unk. According to the reporter, the balloon exploded during use. Nothing, however, fell into the pt cavity. No tissue damage. Used another blunt tip trocar to finish the case. No pt injury was reported.